Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic pneumonectomy procedure. The powered stapling device was being used for stapling the pulmonary aorta. The reload fired across the pulmonary aorta but would not return. Took the battery out and put it back in, but the jaws were still stuck shut. In order to resolve the issue and complete the case, used the manual retraction tool to open the jaws. The incision was extended by more than one inch due to the product problem. The surgical time was extended by thirty minutes or more due to the product problem. After, the reload would not come off of the adapter. The unlock button would not go back to unload the reload.